Event description:
It was reported that during a total knee arthroplasty the pin that holds the handle together popped out onto the floor. Loose piece was not located. No delay or injury reported. The procedure was finished using a smith and nephew backup device.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection of the returned impactor confirms the pin that holds the handle and the bumper portion of the device together is missing. The pin was not returned with the device. There are multiple scratches, burrs and gouges in the plastic. The device was manufactured in 2015. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Expected wear/tear is likely the probable cause of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.